Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The physician abandoned placing 2nd sheath, against field team recommendations, to perform femoral cutdown for explant. The physician was unable to accomplish cutdown, and a vascular surgeon was called in and successfully completed the procedure.